Manufacturer narrative:
Initial.

Event description:
It was reported that the pump was cracked and insulin was leaking from the cartridge/reservoir area. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage at a seal, with the medical device problem characterized as a leak or splash and the affected component identified as the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.